Manufacturer narrative:
.

Event description:
The customer complained of erroneous results when he tested on his coaguchek xs meter with serial number (B)(4). The initial test on the meter at 10:00 a.m. Was 5.9 inr. The customer used a different finger and tested again at 10:02 a.m. And the result was 4.2 inr. The customer did not see the qc check mark with these tests. The customer didn't think either of the results were correct and reported them both to his healthcare provider. No medication adjustments have been made. The customer's therapeutic range is 2.5-3.5 inr. No adverse event occurred. The customer is in fair condition. The patient is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies the suspect product was requested for return. The customer indicated he had used all the test strips from the vial while performing these tests.

Manufacturer narrative:
The customer returned the meter and an empty strip vial. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Master lot strips were used with the returned meter due to no strips being returned in the vial. Two human blood samples from warfarin donors and internal reference meters were used. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 119118-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer returned an empty strip vial.